Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 184 mg/dl while the sensor glucose reading was 60 mg/dl. The customer stated that the sensor went into threshold suspend. The customer also reported a cal error and change sensor alarm. The customer stated that the sensor calibrated 3 times today. The customer declined to troubleshoot for cal error and change sensor. The customer will be sent a replacement sensor.